Event description:
It was reported to kendall healthcare/tyco that a customer had a problem with an insulin needle/syringe. The customer reports "the safety shield is difficult to move into the transport mode. Also, once in the transport mode it can be difficult to move back down to give an injection. After it has been moved up and down once it seems to move with greater ease. A nurse's hand slipped past the shield and caused a contaminated needle stick."

Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.